Event description:
The following was reported to hamilton medical ag: summary: "device boots up on ac but not battery power. If ac power is applied and device is on the batteries begin to charge and once ac power is removed then the device will shut off after an undetermined amount of time and go in to alarm. No active tf's present when device is on." No clinical signs, symptoms or conditions. No health consequences or impact.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: investigation ongoing.